Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported black stain was found in the sterile package at the distribution center. There was no patient involvement.

Manufacturer narrative:
The returned product was visually inspected and the reported event (stain in packaging) was confirmed. DHR was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was non-conforming. The root cause of the reported event is the operator not following instructions during the manufacturing process. A corrective action has been initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.